Event description:
New information indicated the post paced t wave oversensing episode occurred again. Programming changes were discussed but it was unknown if they were completed. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin@home transmission. Upon reviewing the stored data, it was seen that the implantable cardioverter defibrillator was pot-paced t-wave over-sensing. No programming changes were made to address the oversensing. There were no patient consequences.